Event description:
New information noted that false asystolic episodes continued. The patient was asymptomatic. Programming changes were discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in hospital for routine follow-up. Upon interrogation, the implantable cardiac monitor exhibited false asystole episodes due to intermittent ventricular undersensing. Programming changes were made. The patient would be followed up normally.